Manufacturer narrative:
Initial

Event description:
It was reported that a nurse stated the dexcom g7 continuous glucose monitor (cgm) was not pairing with the ilet despite the user receiving readings in the g7 app and entering the correct sensor code into the ilet. No adverse clinical symptoms reported. Outcomes included no clinical impact, treatment, or hospitalization, and therapy continued after guidance. User support included troubleshooting and education, including restarting the ilet and advising a waiting period for readings to resume. Investigation of this case revealed a pairing failure between the cgm and the ilet with no confirmed device hardware malfunction, and functionality returned to expected operation after restart and waiting period. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity factors consistent with use-related or software communication behavior.